Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers noted. Insulin pump received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported the buttons on her insulin pump sticking, numbers scrolling to fast. Customer's blood glucose level was 151mg/dl. Customer did not recall any significant events that may have led to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.